Event description:
The distributor reported that contamination was found in the fluid path of the second port of the manifold included in the kit. The contamination was noticed during an initial inspection of the received product. The product was not delivered to a user facility. No further info was provided.

Manufacturer narrative:
Device eval: one new unopened device was returned for eval. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The device was examined visually, particulate larger than the acceptance criteria was found. The complaint is confirmed for this device. The root cause is attributed to the mfg process.